Event description:
The patient reported that the pink slide did not move forward, although the cannula was visible when the pod was removed; this indicates a needle mechanism failure. The patient mentioned they were not receiving insulin from the pod despite having the pod attached, and they developed ketones. Additionally, the patient noted the pod was leaking. The patient reported their blood glucose levels had rose to around 500 mg/dl while wearing the pod on their abdomen between 4 and 24 hours. As treatment, the patient contacted their endocrinologist via phone and was advised to apply a bolus and if not successful perform correction doses manually through insulin injections. The patient used insulin pen injections until replacement pods arrived.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.